Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the guide wire was unraveled from the proximal end. Several kinks/bends were also observed. This resulted in the distal j-bend to be misshapen. Microscopic examination revealed that the core wire had separated directly adjacent to the proximal weld. Despite this, the proximal weld was still attached to the coil wire. Additionally, both the proximal and distal welds were fully formed and spherical. The length of the core wire measured 599mm which is within specifications of 596-604mm per the swg product drawing. The guide wire outer diameter measured .803mm, which is within the specification limits of .788mm-.826mm per the swg product drawing. The undamaged portion of the swg was passed through a lab inventory ars and a lab inventory introducer needle. The swg passed through both with minor resistance due to the kinking. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The proximal weld of the guide wire had separated from the core wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring wire kinked after pulling it out.

Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates the spring wire guide unraveled during use.

Event description:
The customer reports the spring wire kinked after pulling it out.